Event description:
It was reported to tyco healthcare/kendall that a customer experienced a contaminated needle stick. The customer reports that after they had drawn up the medication and slid the safety sheath forward customer was stuck by the needle.